Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. The instrument was found to have a loose grip cable at the yaw pulley. Additionally, the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The probable root cause of cable breakages is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the loose grip cable is attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had poor articulation, and it was observed that the silver and black wires at the tip were loose. The procedure was completed with no reported injury.